Manufacturer narrative:
Photo analysis completion: visual analysis of the photographs identified: capsular contracture: unable to observe. Visibility/palpability: unable to observe. Varied injuries: unable to observe. Pain: unable to observe. Malaise: unable to observe. Lump/nodule: unable to observe. Calcification: not observed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Additional, corrected and/or changed data: b.5, d.6b, h.6.

Event description:
Healthcare professional reporting patient experienced ¿breast pain with baker iii contracture¿, ¿sore breast¿, ¿fatigue¿, ¿excessive tiredness¿, ¿malaise¿, ¿joint pain (silicone disease)¿ and ¿large breast¿. Ultrasound and mammography report show ¿small nodules¿ and ¿scattered calcifications". Patient later reported "a lot of pain" and "breast has lost the shape of the implant and that it looks like a square prosthesis". Device has been explanted. This relates to the left device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿breast pain with baker iii contracture¿.

Event description:
Healthcare professional reporting patient experienced ¿breast pain with baker iii contracture¿, ¿sore breast¿, ¿fatigue¿, ¿excessive tiredness¿, ¿malaise¿, ¿joint pain (silicone disease)¿ and ¿large breast¿. Ultrasound and mammography report show ¿small nodules¿ and ¿scattered calcifications". Patient later reported "a lot of pain" and "breast has lost the shape of the implant and that it looks like a square prosthesis". Device remains implanted. This relates to the left device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.